Manufacturer narrative:
(B)(4).

Event description:
It was reported by the doctor that once the electrode on the pacing catheter was connected, it would not capture, nor read therefore a new pacing kit was successfully used. There was no report of patient complications, serious injury or death.

Event description:
It was reported by the doctor that once the electrode on the pacing catheter was connected, it would not capture, nor read therefore a new pacing kit was successfully used. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of pacing catheter low/no signal is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required at this time.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint of pacing catheter low/no signal is not able to be confirmed. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. No further action required at this time. Other remarks: this complaint has been reopened to investigate the device that was returned to teleflex. The reported complaint of pacing catheter low/no signal is confirmed. The proximal wire was found broken beneath the electrode casing. The root cause of the broken electrode wire is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.

Event description:
It was reported by the doctor that once the electrode on the pacing catheter was connected, it would not capture, nor read therefore a new pacing kit was successfully used. There was no report of patient complications, serious injury or death.